Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and a "no device found" message was seen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger (rtm) cord associated with an implantable neurostimulator was experiencing issues. Specifically, the cord was described as "extremely hot" at the point where it connects to the paddle, and it was losing connection during the charging process. These issues were noted to have been occurring intermittently over a couple of weeks. An email was sent to the repair department to address the problem, and external equipment was ordered as a resolution. No patient complications have been reported as a result of this event.